Manufacturer narrative:
Insulin pump passed displacement test, operating currents, self test, off no power and unexpected restart error test. However, compromised force sensor system alarm during basic occlusion test due to cracked endcap. Device received with minor scratched display window. Device received cracked case at display window corner. Device received with cracked battery tube threads. Device received with cracked reservoir tube lip. Device received with cracked lcd window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the device alarmed compromised force sensor system alarm. Customer's blood glucose was 181 mg/dl. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.